Event description:
Same case as MFR#: 2134265-2010-02275. Determined to be reportable based on analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure there was difficulty crossing the lesion. The physician attempted to cross the lesion with a 2.5x32mm taxus liberte stent, however was unsuccessful. He then used a 2.5x28mm taxus liberte stent and was still unable to cross the lesion. The procedure was not completed due to this event. Patient status is listed as stable with no complications reported. Device analysis revealed stent damage.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified distal stent damage. Rows 1 and 2 were slightly misaligned. 3 stent strut rows around the middle area of the stent were also misaligned. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. Solidified blood was present within the inflation lumen, therefore indicating the device had been used in vivo. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).